Manufacturer narrative:
Updated fields: b4, d9, e1 (event site postal code - (B)(6)), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: h4. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing front end board. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that while a getinge applications specialist was conducting customer training, the cardiosave intra-aortic balloon pump (iabp) unit had a patient cable connected error message. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).